Manufacturer narrative:
Event date: 02/04/2019. Manufacture date: 04/27/2019. Failure analysis on the returned power management (pm) board shows that failure of u11 buck boost regulator resulted in unstable power levels on 3.3vdd power supply rail. Replacement of u11 resulted in removal of all errors and device passing all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 03jan19, date rec¿d by MFR : 27dec18. The manufacturer¿s international service technician confirmed the reported unit did not start up issue. The manufacturer¿s international service technician replaced the power management (pm) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 28nov2018. International UDI: (B)(4). Initial reporter phone number not available. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the liquid crystal display (lcd) displayed nothing, although the power was on. There was no patient involvement. The event date was not specified; estimate used.